Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist says the patient was evaluated and upon examination it is the dentist's recommendation that the patient discontinue the use of the aligners due to the development of mild root resorption observed in radiographic imaging. The continue use of the clear aligner could exacerbate this condition and compromise tooth stability. Patient was advised to pursue traditional orthodontic treatment with braces to allow for more controlled tooth movement and to butter manage their condition.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.